Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, with significant reduction of irido-corneal angles & shallowing of the ac. The lens was exchanged for a shorter length lens & the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Cause of the event was reported as unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: health effect clinical code 4581: significant reduction of irido-corneal angles & shallowing of the ac. Claim: (B)(4).

Manufacturer narrative:
Additional information: h3 - device evalution is not required. Corrected data: b4 - initial medwatch report date should be corrected to 22-dec-2025 g3 - date in initial medwatch report should be corrected to 01-dec-2025 claim#: (B)(4).